Event description:
It was reported that the device jammed on an unknown firing. They used another like device to complete the case with no patient consequence. The device is available for analysis.

Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was not cycled as it was noted to be empty. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.